Manufacturer narrative:
Supplemental #1 for this event was submitted on time on (B)(6) 2019, but contained the wrong MFR reference #(B)(6) when it was supposed to be (B)(6). This report submitted (B)(6)2024 is to correct the manufacturer report #. All other information in this report is identical to the supplemental #1 report submitted on (B)(6)2019. Voluntary medical device correction (remedial action) was initiated by the manufacturer on (B)(6)2018 via physician notification letter. H7. Remedial action. Corrected data: initial report inadvertently did not include that remedial action of a notification was sent regarding the m1000 higher impedance reported. H11. Additional manufacturer narrative. Corrected data: initial report inadvertently did not include that a voluntary medical device correction (remedial action) was initiated regarding the m1000

Event description:
It was reported that high impedance was detected on the patient's generator. It was reported by the neurologist's office that the patient had not experienced any known clinical symptoms to date. They also reported that the patient had not experienced any known trauma or manipulation to the generator or electrode site. The representative reported that there were was nothing noted on patient x-rays. Device history records were reviewed and indicated that the generator passed all functional specifications and quality tests prior to distribution. Internal investigation identified that a change in the timing of the impedance test may result in higher impedances for model 1000 generators compared to those reported by model 103-106 generators. As indicated in the physician's manual, high lead impedance (greater than equal to 5300 ohms), in the absence of other device related complications, is not an indication of a lead or generator malfunction. The physician assessed that the patient's high impedance was related to the m1000 generator higher impedance. No further relevant information has been received to date.